Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed an error indicating a failed unit, and the affected drawer would not open. The customer stated that medication was inside the failed unit and could not be retrieved. The station was rebooted and the unit was restarted; however, the drawer remained inaccessible and the medication could not be dispensed. The customer emphasized that the medication was urgently needed for an emergency situation. The customer stated that this malfunction occurred while dispensing the medication and that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.